Event description:
Caller initially reported several connector pins were missing while using the inform system. Manufacturer's investigation department revealed and confirmed burning/melting of connector pins 3 and 4. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.